Manufacturer narrative:
The laboratory has an accutni patient sample repeat analysis procedure, which includes re-testing any specimen value greater than laboratory's cut off value of 0.5ng/ml prior to releasing data outside the laboratory. Accutni samples collection and specific centrifugation data was not supplied. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. The customer indicated through communication on (B)(4) 2011, that pre-analytical factors to include sample handling is suspected; however, a definitive root cause for this event was determined by bec.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive troponin (accutni) results. The event will be assumed to be worst case scenario and that a false positive accutni patients' result were recovered above the ami cut-off with repeat results recovering within the normal reference range. The customer was asked to provide actual pertinent data for this event. Data provided by the customer on (B)(4) 2011 indicates that out of 275 samples tested during the laboratory repeat protocol study, 20 samples demonstrated non reproducible false positive accutni results for which corrected reports were generated. The results provided by the customer are shown in attached file (file attachment section of this report). The customer was asked to provide specific data to include patient's demographics, sample data report, and date of event; however, the customer has not supplied pertinent information to date. The results were reported out of the lab. The affect to patient is unknown. Customer did not provide information regarding reports of death, injury, or change to patient treatment in connection with this event.